Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to inspect and clean various components of the pump, such as the o-ring and the pneumatic tap area, and attempted to load a new cartridge with assistance. Despite these efforts, the customer was unable to successfully load the cartridge, and the case was escalated for further troubleshooting.